Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intermate had a separated distal luer. According to the report, the tubing became detached from the plastic at the bottom of the luer. The issue was discovered by the patient, before use, who had acquired the filled device from the pharmacy. There was patient involvement; however, there was not patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.